Event description:
It was reported that during a ptca/stent procedure in the left main and cx that a stent delivery system (sds) shaft was kinked prior to insertion in the body. Reportedly, an attempt was made to straighten the shaft (contrary to IFU) and the sds was advanced to the lesion. The sds would not inflate, and the shaft separated when the physician attempted to remove the sds, leaving the distal segment of the sds in the anatomy. A second wire and a dilatation catheter were then advanced, the dilatation catheter was inflated inside the guiding catheter, and all of the devices were removed as a unit. The pt remained stable throughout the procedure.